Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer's insulin pump was delivering too much insulin to their body. Customer also reported waking up to a blood glucose of 400 mg/dl. The customer was advised their bolus wizard was based on the settings their doctor had set up for them. Customer stated they would call back to troubleshoot for their blood glucose. The customer's blood glucose was 198 mg/dl. Customer had treated their blood glucose with a bolus delivery. No additional information provided.